Manufacturer narrative:
Lot/serial# (B)(4) /UDI (B)(4). Concomitant product(s): -patient medications: losartan and nexium. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to, occlusion of device or native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa iliac branch endoprostheses (ibe) to treat a common iliac artery aneurysm. It was reported that computed tomography (CT) images, date unknown, revealed the external iliac limb ceb231010a/16258382 device had kinked. The device was patent but did have thrombus inside the device and inside the common iliac artery. There was a reintervention on (B)(6) 2017. The physician performed a thrombectomy and relined the ceb231010a device with a gore® viabahn® endoprosthesis. The patient tolerated the procedure.